Event description:
Information received by medtronic stated that the insulin pump was not turning on and also cracked in battery compartment. Customer stated that the insulin pump was exposed to moisture. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black the pump was returned for cosmetic damage located at the battery compartment, blank display and exposure to moisture found on july 27, 2021. Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. No blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump failed to open the download window as per by-pass steps and displayed critical pump error (open book image) alarm immediately preventing download of firmware using crest and or history files and traces using thus. Per r&d engineer, this could happen if the hw test failed in the mutable bootloader (intern). Suspecting the hw. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a scratched case, a cracked keypad overlay, a missing display window/cover, a pillowing keypad overlay and a serial number label fading. Cosmetic damage was confirmed at the battery compartment. Blank display not confirmed. Critical pump error (open book image) alarm confirmed. Per r&d engineer, critical pump error (open book image) alarm, suspecting the hw. Unable to download firmware, history files and traces confirmed. During visual inspection, found corrosion on the electronic assembly, force sensor, motor and vibrator assembly noted.